Event description:
Pt had c-section in early 2009. Pt has developed a wound infection. On the following month, there was a suture recall from ethicon due to sterility of the packaging. The suture used on this pt was one of the product code and lot#'s recalled due to sterility. Dates of use: 2008 - 2009. Diagnosis or reason for use: suture for surgery.